Manufacturer narrative:
Batch review performed on 16.04.2021: lot 154252: (B)(4) items manufactured and released on 6-nov-2015. Expiration date: 18-10-2020. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other reported event since 2017.

Event description:
1 year and 3 months after the primary surgery the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert semiconstrained 14mm s4 with an insert semiconstrained 17mm s4 to give the patient more stability. The surgery was completed successfully.